Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to a damaged front panel enclosure flex cable. The front enclosure was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for the reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device did not respond to the front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.